Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a convatec 23" 6 mm infusion set, following a period without insulin and difficulty replacing the infusion set until an aide performed the change; blood glucose was reported as high as 400 mg/dl and began to decline after the infusion set was replaced. Symptoms included fatigue and weakness. Outcomes included no hospitalization, no medical intervention beyond assistance with changing the infusion set, and no use of backup insulin therapy or ketone testing. Investigation included complaint handling, user support follow-up, and troubleshooting and education on infusion set change technique. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the hyperglycemia. It was concluded that the event was user-related with cause unclear and that the product was used for treatment. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.